Event description:
The reporter complained of a total of 20 power supply failures over the last 18 months. The failures have been attributed to 6 different components. Rt1, rv1, r1, q1, cr4, and c3. There have been no adverse affects to patient care reported as a result of the alleged failures.

Manufacturer narrative:
A damaged power supply assembly was returned to physio-control for evaluation. Multiple component failures were identified indicative of damage from excessively high ac input voltages. It was recommended that the customers provide adequate ac line voltage protection for the device.